Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose level was around 600 mg/dl at the time of hospitalization. Customer stated that the insulin pump was not delivering insulin. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was using auto mode at the time of incidence. The insulin pump will be returned for analysis.